Manufacturer narrative:
(B)(4). Baxter medical assessment: if a visible breach in sterility were to recur, the surgeon would have to either use a new kit, or decide to use alternative standard surgical products or methods for resolving the surgical problem. In the possible worst-case scenario of a non-visible breach in sterility, surgical field contamination with potential life-threatening consequences may occur. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.

Event description:
Distributor sent correspondence: "I would like to bring into your attention that while I was about to ship an order I figured that the weight of the dg-1016sn was way inferior to the regular weight of this item. Once opened, I saw that the lid was not closed properly, which led to the liquid being spilled." 03-oct-2014 additional information: anexxa medical's complaint file number is : (B)(4), qty : 1. Description of event : defective canister, liquid spilled, lid lacking seal. The device was not used on a patient. No medical/surgical intervention was required.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample evaluation was performed and the packaging for the returned sample exhibited water staining of the product carton and to a lesser degree to the enclosed IFU. These are indicators of a leaking jar. There is no evidence that the jar had been opened, but the cap was askew to the jar and not properly seated. The photos show that there is damage (staining and paper/cardboard puckering) to the product carton, the IFU, and the jar label, all consistent with liquid contact from a leaking jar. The complaint is confirmed. Batch record review was performed for the reported lot and tier ii and tier iii batch review revealed there were no reports of events that could be associated with this complaint. Released product met all specifications and requirements. The most likely root cause is excessive forces encountered during shipment or transit to the customer. No trend is identified. The potential for a supplier-related issue is being conducted as part of scapa-(B)(4). An fca ((B)(4)) has been initiated. This case will be kept on file for trending purposes.